Event description:
This is a report of a transfer set found to have particulate matter on the tip prior to peritoneal dialysis therapy. The particulate matter was described as goopy and the transfer set was immediately exchanged for a new one. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported event occurred on an unspecified date near the end of (B)(6) 2013. The device was returned for evaluation. Visual inspection of the device confirmed the reported problem. Noting that particulate material was present on the connectors and the tubing. Visual inspection also found evidence of taping or wrapping on both ends of the transfer set. Cleaning of the device showed no damage to the product. Leak testing and clear passage testing were performed with no issues noted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the particulate matter was not able to be determined. Should additional relevant information become available, a supplemental report will be submitted.